Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels and that he was in a mental institution. The blood glucose reading was 43 mg/dl, which was treated with fruit. The customer stated that he was not eating correctly, and when he went into the hospital. He noted that he started eating right and gained weight. He added that the insulin pump alarmed weak signal, causing him to change the sensor 5 times that night. He stated that he lost his transmitter on the way home from the hospital. He had been placed in the hospital on (B)(6) 2015. He was advised to continue sensing, as the insulin pump communication had been re-established. He also stated that he was unable to remove the battery cap off of the insulin pump. Nothing further reported.